Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the veterinary report, the patient is a 7-year-old, previously neutered male pit bull who underwent a procedure on (B)(6) 2026 for removal of five masses. The patient was discharged home postoperatively. However, within 24 hours, multiple incision sites d ehisced, with significant bleeding and discharge noted from the suture lines. Four of the five incision sites reopened. The patient was subsequently taken to urgent care, where the original sutures were removed and the wounds were re-closed. The patient is currently stable but remains hospitalized. Postoperative complications have been reported during the healing process following both the initial procedure and the subsequent revision surgery.